Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had elevated heart rate. Review of transcripts revealed fast output rate from the pacemaker. No intervention was performed.